Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to implant a left ventricular lead during a procedure to replace the implantable pulse generator with an implantable cardioverter defibrillator. The implant was unsuccessful as the vein was occluded. Both the right atrial lead and right ventricular lead were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.